Event description:
It was reported that during follow up, the atrial lead exhibited loss of capture. The lead was explanted and replaced successfully. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).